Event description:
Surgeon was tightening a bone screw when the tip of the screwdriver broke off. Broken tip was retrieved from the head of the screw. (Left anterior cruciate ligament reconstruction procedure).